Event description:
A falsely not confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. Testing was repeated for the patient sample and the result was confirmed. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.